Manufacturer narrative:
Results: a sample was not returned for evaluation. A review of the device history record revealed no irregularities during the manufacture of the reported lot # 303782. Conclusion: without a sample, an absolute root cause for this incident cannot be determined as bd was not able to duplicate or confirm the customer¿s indicated failure mode.

Event description:
It was reported that after using the 21 g x 1.25 in bd eclipse¿ blood collection needle with luer adapter the pink safety device fell off and there was no way for the phlebotomist to safely conceal the used needle. No injury or medical intervention.